Event description:
It was observed during the device inspection, that the rhino- laryngo videoscope exhibited resin part of image guide tube fell off. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed plastic part of the light guide tube detachment issue could not be determined, however, the issue was likely the result of chemical and or physical stress. Olympus will continue to monitor field performance for this device.